Event description:
It was reported that the 9900 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power outlet was found to be faulty. The system was tested and found to be working as intended, and put back into service.